Event description:
It was reported that atrial lead exhibited oversensing. The lead was capped and replaced during a routine device changeout.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.